Event description:
Customer inserted the check strip into the device and received a blood drop symbol in stead of the check mark. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.